Event description:
It was reported that the device was explanted after implant duration of approximately 3.2 months, due to endocarditis. The device is not being requested for evaluation, due to the infection.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.